Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and corroded motor home switch; unable to verify motor error alarm and black screen anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.